Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven years, ten months, ten days following the implant of this transcatheter bioprosthetic valve, the patient experienced an acute non-st elevation myocardial infarction. In addition, prosthetic valve degeneration with stenosis was reported. A percutaneous coronary intervention (pci) was performed to address both issues. During the pci the patient went into cardiogenic shock. On the first post-operative day, the patient died. It is unknown if the death is related to the device.